Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion. The physician elected to reposition the pacemaker. During the procedure, it was noted that the right atrial lead exhibited insulation damage. The damage did not affect lead function. No intervention was performed regarding the lead. The pacemaker was repositioned successfully. The patient was in stable condition.